Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. It was reported that the cause of the peritonitis was possibly due to the patient being careless, but as this was unable to be confirmed, the cause of the peritonitis is assessed as unknown. On unreported dates, the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) and oral cipro (dosage, frequency, and duration not reported) for the peritonitis event. At the time of this report, treatment with the antibiotics was ongoing. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.